Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that a redo double lumen tpn catheter had to be extracted from a pediatric patient following a breakage of the device below the hub. The catheter was initially implanted 6 months previously. Following implantation, the patient underwent a scheduled procedure as part of oncological therapy. During the patient's stay at the hospital for treatment, the catheter was handled in accordance with all established hospital protocols. Two months prior to the reported malfunction, the patient was released from the hospital and commenced home care, in which the catheter was fixed onto the patient's chest, treated with saline solution and heparin, and had 2 cotton pads placed onto the catheter ends. The patient was at home for the following two months, and during that time, the catheter was neither rinsed nor used at all. When the patient returned to the hospital for further scheduled treatment, a catheter blockage was discovered. Rinsing of the catheter was executed, at which time the more severe pressure to which the catheter was exposed ultimately resulted in a break in the device (approximately 2-3 centimeters below the hub). The catheter was extracted, and the incident was reported per hospital procedures. The complaint device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Additional information: additional information was received from the initial reporter in response to actions taken regarding the patient event; the patient was implanted with another cvc on (B)(6) 2018. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected data: manufacture and expiration dates (removed as lot is unknown). Additional information: device available for evaluation? Investigation ¿ evaluation: a review of the dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. Clinical assessment: the most probable effect related to an occluded lumen would result in device having to be removed and replaced resulting in ¿minor harm¿ (harm requiring medical intervention). However, the device ruptured and in that instant, there is a potential of blood loss or air embolism resulting in ¿critical harm.¿ at this time, the most probable cause of the occluded device is likely device maintenance related. However, the most probable causes of the device rupture is likely use technique and device maintenance related. One device was returned for investigation. A functional test was performed. A bulge in the material was noted in the small lumen. The body has a hole approximately 5 mm from the taper. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Instructions for use - IFU c_t_tpn_rev7: if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on all the available information, the occlusion and subsequent damage after flushing the device resulted from lack of maintenance on the line as described in the IFU. The device bulging and rupture were a result of the blockage not being cleared before applying pressure. Therefore, based on the information provided, the examination of the returned product, and the results of our investigation, the definitive root cause is determined to be product maintenance related. Investigation results have been sent to the customer. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.